Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-04274 / 04277).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a revision procedure on (B)(6) 2007 due to a distal femur fracture. The head was removed and replaced. Patient developed an infection and underwent multiple irrigation and debridement procedures between (B)(6) 2007 and (B)(6) 2008. Subsequently, the patient underwent a radical debridement on (B)(6) 2008 due to infection. All components were removed and replaced with a head, cup, and cement spacers. During the procedure, a proximal femur fracture occurred, cerclage wires were used to reconstruct the fractured femur. Finally, the patient underwent reimplantation on (B)(6) 2009.